Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanics and sleevehead, and there was apparent explant damage.

Event description:
It was reported that the helix on the lead would not extend during an implant attempt. The lead was explanted and replaced. No patient complications have been reported as a result of this event.